Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the legal manufacturer¿s investigation, the event was determined to be caused by improper handling by the user.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. Upon follow up with the user facility, it was learned that after performing additional troubleshooting, the user facility attributed the cause to too many devices connected to the same outlet, resulting in an overload of the circuit. Based on the results of communication/interviews with the user facility, the cause of the reported problem is attributed to unintended use error. The device instructions for use contains the following statement: warning: "confirm that the wall mains outlet or the mobile workstation has adequate electrical capacity. Failure to do so may cause fire or power fluctuation."

Event description:
A user facility reported to olympus that the image generated on any of the olympus monitors appears to have interference, even when an esu is not being used, and sometimes the image will go out. There was no patient injury or harm associated with the reported problem.